Manufacturer narrative:
Unknown date in 2019. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an open reduction internal fixation (orif), tibial shaft. During the procedure, while the surgeon was inserting the nail and striking the driving cap, the tip of the driving cap broke off inside the insertion handle. Opened another set and used the instrument from that set. The procedure was successfully completed with no surgical delay. The patient's status is unknown. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity# 1); insertion handle (part# 03.010.440, lot# unknown, quantity# 1); unknown impaction instrument (part# unknown, lot# unknown, quantity# 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).